Manufacturer narrative:
Per follow up information received, it has been determined that this is not a reportable event. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device received an error 113 (reduced water temperature control). Per follow up via ibc on 13apr2021. There was patient involved during found issue and patient completed therapy on same arctic sun device. Also stated that the arctic sun device did not have any problem at the end.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device received an error 113, reduced water temperature control.